Event description:
Medtronic received information that possible over delivery occurred. The customer passed away on (B)(6) 2021. Blood glucose level was unknown. The mother believed the cause of death was due to a heart attack, however it had not been confirmed yet by the coroner. It was reported that the customer had been experiencing lots of low and high blood glucose events. Lbg MDR was written under case (B)(6).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.